Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th october 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated, upon the preventive maintenance activities being performed on the device, the broken headlight's cover was found and its particles were missing. According to the provided information, the particles must have fallen off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient. Corrected b5 describe event and problem: on 11th october 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated, upon the preventive maintenance activities being performed on the device, the broken headlight¿s transparent cover and handle interface with fork, with missing particles were found. According to the provided information, the particles fallen off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient. Getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated, upon the preventive maintenance activities being performed on the device, the broken headlight¿s transparent cover and handle interface with fork, with missing particles were found according to the provided information, the particles fallen off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient. It was established that when the event occurred, the examination light did not meet its specification due to cracks and missing particles from cover, which contributed to the event. The provided information indicates, that upon the event occurrence, the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. We can assume that the failure ratio of cracks and missing particles on lucea 10/40 devices is moderate. A root cause analysis was performed by subject matter experts at manufacturing site. Based on some internal test done by maquet sas (ref: cre 12-085 for instance), only abnormal use (violent collisions, excessive pressure¿) or the use of incompatible cleaning products or protocol, can damage this device as reported in this complaint. Tests performed by getinge did not lead to cracks as reported in the complaint at hand. The cracks detected on the handle interface and transparent cover fixing points were probably caused by improper use, collisions, incompatible cleaning products or protocol. To prevent any incident the the lucea10/40 instruction for use IFU 01701 mentions to check the integrity of the light heads during daily inspection and describes how to clean and disinfect the light head. This document includes some recommended products and some prohibited products. In order to avoid mechanical stresses applied on the transparent housing during use the lucea10/40 instruction for use IFU 01701 mentions to handle the light head by the handle (IFU_lucea_10_40_01701en12, pages 22-25, 30). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 11th october 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated, upon the preventive maintenance activities being performed on the device, the broken headlight¿s transparent cover and handle interface with fork, with missing particles were found. According to the provided information, the particles fallen off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). E1i event site telephone:(B)(6). H3 other text: device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated, upon the preventive maintenance activities being performed on the device, the broken headlight's cover was found and its particles were missing. According to the provided information, the particles must have fallen off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d3 manufacturer field deems required. This is based on the internal evaluation. Previous d3 manufacturer: maquet gmbh. Corrected d3 manufacturer: maquet sas. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.